Event description:
It was further reported that in october 2008, the physician placed two (4.0x28mm) taxus stents in the 1st diagonal, which has been corrected from two (4.0x28mm) non-bsc stents deployed in october 2008.

Manufacturer narrative:
(B)(4).

Event description:
(B)(4) study. Same case as: 2134265-2012-04169. It was reported that post a coronary stenting treatment procedure, the patient experienced restenosis and coronary artery disease. Lesion 1 was an in-stent restenotic lesion (4.0x28mm non-bsc deployed in 2008) located in the proximal segment of the saphenous vein graft (svg) to 1st diagonal. The lesion was 70% stenosed, 4.0mm in diameter and 12mm long. The lesion was treated with predilation and placement of a 4.0x16mm taxus liberte stent. Residual stenosis was 0%. Lesion 2 was a de novo lesion located in the mid segment svg to 1st diagonal. The lesion was 80% stenosed, 4.0mm in diameter and 24mm long. The lesion was treated with direct stent placement using a 4.0x28mm taxus liberte stent. Residual stenosis was 0%. Lesion 3 was an in-stent restenotic lesion (4.0x28mm non-bsc stent deployed in 2008) as per source, de novo lesion as per edc, located in the distal segment of svg to 1st diagonal. The lesion was 60% stenosed, 4.0mm in diameter and 10mm long. The lesion was treated with direct stent placement using a 4.0x16mm taxus liberte stent. Residual stenosis was 0%. The patient was discharged 1 day later on aspirin and prasugrel. In (B)(6) 2011, the patient was diagnosed with worsening of coronary artery disease and was hospitalized. A 90% in-stent restenosis of the study stent and the previously deployed non-bsc stent in 2008 in the proximal portion of the svg to the 1st diagonal was treated with balloon angioplasty and placement of a 4.0x23mm non-bsc drug eluting stent. Residual stenosis was 0%. In addition, 70% in-stent restenosis of the study stent and the previously deployed non-bsc stent in the distal svg to 1st diagonal was treated with balloon angioplasty and placement of a 4.x15mm non-bsc stent. Residual stenosis was 0%. The event was considered resolved without residual effects and the patient was discharged with aspirin and clopidogrel.

Manufacturer narrative:
Device is a combination product. (B)(6). Device evaluated by manufacturer - it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).